Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07211, 2134265-2013-07186. It was reported that vessel dissection occurred. In (B)(6) 2010, the subject presented with several episodes of chest discomfort and was diagnosed with myocardial infarction (non q-wave, nstemi, killip classification- I) and underwent cardiac catheterization which revealed two lesions. The first lesion was a de novo lesion located in the 1st obtuse marginal (om) branch with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre- dilatation and placement of a 2.50 x 16 mm taxus atom liberte stent. Following post- dilatation, residual stenosis was 0 %. The second lesion was also a de novo lesion located in the 2nd om branch with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre- dilatation and placement of a 2.25 x 16 mm and 2.25 x 12 taxus atom stents in an overlapping manner. Following post- dilatation, residual stenosis was 0 %. The physician proceeded to advance two luge wires over the 1st and 2nd om branches and balloon angioplasty was performed using a 2.5 x 20 mm maverick catheter balloon. Grade a dissections were noted in both marginal branches which were treated with 2.50 x 16 mm taxus atom liberte stents in 1st om. Following inflations with maverick balloon, a 2.25 x 16 mm taxus atom liberte stent was deployed in second om which caused a retrograde dissection within the vessel and was treated with 2.25 x 12 mm taxus atom liberte stent deployed in an overlapping fashion. The subject was discharged on aspirin and prasugrel the following day.